Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test was performed and failed. An internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. The log was downloaded after using a known good battery, finding error related to complaint in rtt loss. The allegation was confirmed. The probable cause was determined to be damaged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported. It was indicated that the receiver was exposed to moisture, which is misuse of the device.